Manufacturer narrative:
The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected.

Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with bia-alcl. Histopathological markers cd30+ and alk- have not been received. The manufacturer of the device is unknown. Affected side is unknown. Device status is unknown.

Manufacturer narrative:
Article citation: akkad, neha, kodgule, rohan, duncavage, eric j et al. Evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing. Oxford university press on behalf of the aesthetic society. 2022; 1-29

Event description:
Through journal article ¿evaluation of breast implant-associated anaplastic large cell lymphoma with whole exome and genome sequencing¿, authors report a patient diagnosed with bia-alcl. Histopathological markers cd30+ and alk- have not been received. The manufacturer of the device is unknown. Affected side is unknown. Device status is unknown.